Event description:
The reported event was that the stent became dislodged from the balloon as it was advanced through the valve of a cook 6fr ansel sheath.

Manufacturer narrative:
Awaiting the return of the device and additional information in order to perform the evaluation. A follow-up report shall be submitted upon completion of the device evaluation. The other report is: 1219977-2014-00128.